Event description:
It was reported that the o2 concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. During ventilation, the o2 concentration was at 83% instead of 80%. The returned gas module has been tested in a gas module test system that shows a deviation in the flow delivered by the gas module, which it was a little bit higher than it should which explains the higher o2 concentration. Moreover, the test shows that the membrane of the nozzle unit is sticky as well, which also can affect the o2 concentration. It was not possible to find the root cause for this deviation. This issue will be monitored for future trends. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref #: (B)(4).